Event description:
Failure to alarm: pump not alarming on patient although leaking and dressing hanging off.

Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go device. This issue was confirmed upon evaluation of the returned device, which revealed a malfunctioning pump component. As evidenced by the serial number of this device, most likely the pump has reached the end of its lifecycle. The root cause of the failure to alarm is the malfunctioning pump. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.